Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the freestyle libre reader. Customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer did not know what, if any, third-party treatment was provided. There was no report of death or permanent injury associated with this event.